Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by ipsilateral retrograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. After the guidewire was passed through, a 5.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation; however, during inflation, the balloon ruptured. An epic stent was then placed and the procedure was completed. There were no patient complications nor injuries reported.